Event description:
During remote monitoring, episodes of post-paced t-wave oversensing and myopotential oversensing. Abbott technical support was contacted and recommended reprogramming. As the patient later received a heart transplant, no intervention was performed to address the oversensing. The patient was in stable condition.